Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 3011237704-2025-00056. The date of that submission was 16-oct-2025 no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. As no lot number was provided, a review of the product's history records could not be conducted. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that there was condensation in the cuff line for about 3 or 4 patients. There was no injury reported.